Manufacturer narrative:
(B)(4). As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a homechoice (hc) had a system error 2240 (air in tubing) alarm, followed by a cascading system error 2367 alarm. This occurred during dwell three. The technical service representative had the care giver cycle the power in order to clear the alarms. The home patient was able to complete therapy manually. There was patient involvement, however there was no report of adverse event in association with this event. No additional information is available.